Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient complained of hip pain. Patient had a depuy asr cup with no signs of loosening. Intra-op surgeon discovered a pseudotumor. No evidence ever of metallosis. Cup was removed and pinnacle multi hole was implanted with a new altrx liner and head. Trunnion showed no signs of corrosion.

Event description:
After review of medical record patient was revised to address metal wear. Revision notes reported that there is joint fluid with yellow- greenish hue and fluid was obtained. Synovitis was present with minimal bone loss.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5,b7,h6. Patient code: no code available (3191) used to capture the patient code surgical intervention and medical device removal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges pain, injury, pseudotumors, elevated metal ions, metallosis, walking difficulty, inability to sleep, suffering and emotional distress. Added stem due to reported elevated metal ions. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address painful right tha secondary to metal wear and pseudotumor. Doi: (B)(6) 2008 ; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received. Ppd has no new information provided. After review of medical records for MDR reportability, lab results shows metal ion levels are below 7ppb despite the previous allegation of elevated meal ion levels. There were no revision details reported.